Manufacturer narrative:
H.6 investigation summary: one photo received for investigation; however, the package is opened therefore an evaluation cannot be performed. Additionally, ten retention samples were evaluated for package tearing upon opening, fiber tear in the packaging, and loose foreign matter in the fluid and non-fluid path of the syringe. During the test performed, results were compliant, no defects observed. During the documentary review it was observed that there were no quality notifications that could be related to the reported defect, the lot was inspected and subsequently released according to the established quality criteria.

Event description:
Material no.: 303310 batch no.: 9048677. It was reported that before use of the 20ml luer lok syringe when peeling of the paper backing to open the package there is an issue of the paper backing shredding which increases the particulate into the compounding areas which has potential safety ramifications. The following information was provided by the initial reporter: we have identified issues with the recent change to ref (B)(4) 20ml syringe in regards to the change from plastic to paper backing. Unlike smaller syringes with paper backing, the backing on these larger syringes does not peel off reliably. This results in shredded backing and introduction of increased particulate into our compounding areas with potential patient safety ramifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 303310, batch no.: 9048677. It was reported that before use of the 20ml luer lok syringe when peeling of the paper backing to open the package there is an issue of the paper backing shredding which increases the particulate into the compounding areas which has potential safety ramifications. The following information was provided by the initial reporter: we have identified issues with the recent change to ref 303310 20ml syringe in regards to the change from plastic to paper backing. Unlike smaller syringes with paper backing, the backing on these larger syringes does not peel off reliably. This results in shredded backing and introduction of increased particulate into our compounding areas with potential patient safety ramifications.